Event description:
It was reported that; "while implanting a size 5 accolade fx stem, the quick-coupling handle got jammed in the definitive implant and had to be removed as one piece. Another identical stem was available and immediately implanted. No adverse events arose as a result of the incident, although the operation time was extended by 5 minutes, and the cost of the first stem opened absorbed by stryker. Later during processing, the handle and stem were detached by one of the cssd staff."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. Should device become available, the eval summary will be submitted in a supplemental report.